Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation corrosion on the electrical contacts of the video connector, scope mount and free-lock lever. A root cause could not be identified, as the reported failure was not confirmed during the investigation. Therefore, the most probable cause of the reportable malfunction is that no problem was detected. However, based on the results of the investigation, the most probable cause of the evaluated malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head had poor video image quality. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.